Manufacturer narrative:
The reported high impedance was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken. This would have contributed to the patient¿s loss of therapy. There was also a cam impression on the outer tubing consistent with the use of a swift-lock anchor. As the loss of therapy was reported prior to the revision, the fracture is consistent with the lead being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was taken to replace the lead.